Manufacturer narrative:
(B)(4). It is unknown if the device is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that while unpacking a 3.75x15mm nc trek rx balloon dilatation catheter (bdc), the yellow protective sheath was removed and the balloon came off the wire and was retained inside the yellow sheath. The device was not used and there was no patient involvement. There was no reported clinically significant delay in the procedure. Additional information was requested.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual, functional and dimensional inspections were performed on the returned device. The reported separation and difficulty to remove were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulty to remove of the protective sheath; however, the balloon separation appears to be due to operational context.

Event description:
Newly reported information indicates that resistance was noted while removing the protective sheath from the balloon. The device was prepped per standard prep (air aspirated with 20ml luer lock and hub filled with half contrast half saline. Attached to indeflator and set at negative pressure). The balloon separated from the catheter shaft and was retained inside the yellow sheath. No additional information was provided.

Manufacturer narrative:
(B)(4). On (B)(6) 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.